Event description:
A healthcare worker had sustained a contaminated needlestick - "safety shield did not pop down over needle as supposed to. Possible misuse" per hosp. Reporter examined a whole box of this product and lot number and tested safety shields with no defects or problems found. "Possible fluke perhaps they didn't grab hold of it properly or held on too tight or something".